Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien technical support specialist (tss) troubleshot this issue with the customer over the phone. The customer was advised to run ventilator for 48 hours, extended self test (est) and performance vent test.